Event description:
Two heartstring seals were rec'd without any documentation. Visual inspection shows the seals are cracked. F/u attempts were made and no info was available. Case info and pt status were unk. We have not been able to obtain any add'l info.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked, based on how the seal was rec'd. Lhr review was completed for the product, there was no nonconformance associated with the lot number.